Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it required the use of a large clip being used rather than a medium as it was a complicated case. The clip was deployed to ligate the cystic artery and appeared to have closed fully. However, upon cutting the cystic artery, the artery bled and further investigation revealed that the clip had not fully closed and approximated, leaving a gap. There was no adverse patient incident, the clip was replaced using an alternative clip applier. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The additional devices from the same package were returned. Both devices were returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.